Event description:
A malfunction alarm was reported, with the customer stating there were no notable events prior to the malfunction. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, but when the malfunction code recurred, it was decided that the pump would be replaced. The customer, who was using a back-up therapy of multiple daily injections, was instructed on how to put the pump into storage mode and on the process for returning the malfunctioning pump within ten days.